Manufacturer narrative:
The subject device was returned to olympus medical system corp for evaluation. The evaluation confirmed that the probe broke down. There were a scratch and heat discoloration at the broken point. Also, there were deformations and dents of the tip of sheath. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that , since the physician continued to use the device, the crack occurred and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During an endoscopic endonasal sinus surgery the probe tip broke. The physician reported that he did not apply strong force to the probe tip. There was no patient harm reported.